Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient stopped charging the ipg due to the pain and the ipg became inoperable. As a result, surgical intervention is expected to address the issue.